Manufacturer narrative:
(B)(6).

Event description:
While supported by the tah-t for 1,067 days, the patient experienced the following adverse events as defined by intermacs: at 1 day post implant - bleeding; 7 days post implant - bleeding; 264 days post implant - device malfunction and/or pump thrombosis; 410 days post implant - bleeding; 431 days post implant - bleeding; 444 days post implant - device malfunction and/or pump thrombosis; 479 days post implant - infection/location: pulmonary/type: viral; 514 days post implant - device malfunction and/or pump thrombosis; 562 days post implant - device malfunction and/or pump thrombosis; 563 days post implant - other sae; 592 days post implant - device malfunction and/or pump thrombosis; 636 days post implant - renal dysfunction; 639 days post implant - bleeding; 642 days post implant - infection/location: other/type: (B)(6); 646 days post implant - device malfunction and/or pump thrombosis; 646 days post implant - infection/location: gi/type: (B)(6); 647 days post implant - device malfunction and/or pump thrombosis; 649 days post implant - device malfunction and/or pump thrombosis; 651 days post implant - bleeding; 653 days post implant - other sae; 658 days post implant - psychiatric episode; 695 days post implant - bleeding; 731 days post implant - wound dehiscence; 731 days post implant - other sae; 760 days post implant - other sae; 777 days post implant - infection/location: urinary tract/type: bacterial; 818 days post implant - device malfunction and/or pump thrombosis; 845 days post implant - bleeding; 861 days post implant - device malfunction and/or pump thrombosis; 872 days post implant - bleeding; 876 days post implant - device malfunction and/or pump thrombosis; 882 days post implant - device malfunction and/or pump thrombosis; 891 days post implant - device malfunction and/or pump thrombosis; 902 days post implant - device malfunction and/or pump thrombosis; 1055 days post implant - venous thromboembolism; 1067 days post implant - hepatic dysfunction; 1067 days post implant - other sae.

Manufacturer narrative:
Investigation summary: with a review of the available information, there is no evidence of a device malfunction or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulants, antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment, not diagnosis. The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).

Event description:
A retrospective review of intermacs de-identified data collected between (B)(6) 2015 and (B)(6) 2017 revealed that a patient expired with a cause of death listed as respiratory: venous thromboembolism event. The intermacs data listed that the tah-t did not function normally. The intermacs data listed that the tah-t was explanted.